Manufacturer narrative:
The event occurred in germany. It was reported that the error message ¿head error¿ occurred on the rotaflow console during preparation of the device. No patien was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with (B)(6) and the reported "head error" could be confirmed. The customer confirmed not to order any repair due to the age of the device (produced in 2008). The device is out of use. Based on the investigation results the reported failure "head error" could be confirmed. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities has been performed on 2024-12-24 for the period of 2008-04-30 to 2024-12-23. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The affected rotaflow console was produced in 2008-04-30. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in germany. It was reported that the error message ¿head error¿ occurred on the rotaflow console. No ham to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).